Event description:
It was reported that a thrombus and device movement occurred. A left atrial appendage (laa) closure procedure was successfully performed using a watchman flx laa closure device with delivery system (wds). Approximately three months post index procedure during a routine follow up examination, a thrombus and peri device leak were observed. No further information on the status of the patient is available.

Manufacturer narrative:
Date of event - aware date of (B)(6) 2022 used as event date is unknown.

Manufacturer narrative:
B3 date of event updated b5 event description updated d4 model number, lot number, catalog number, expiration date, unique identifier number added d6a. Implant date added g1 manufacturing site information added h4 manufacturing date added.

Event description:
It was reported that a thrombus and device movement occurred. A left atrial appendage (laa) closure procedure was successfully performed using a watchman flx laa closure device with delivery system (wds). Approximately three months post index procedure during a routine follow up examination, a thrombus and peri device leak were observed. No further information on the status of the patient is available. It was further reported the index procedure took place in february 2022. Following implant, a 1.9mm peri device leak was present. Due to the discovery of the thrombus the patient has been prescribed anticoagulation medication.